Manufacturer narrative:
(B)(4). The application support manager (asm) was on site giving surgery support. Asm noticed suction loss possibly occurred due to technician leaning on chair during ifs flap creation. Asm discussed this issue with the doctor and technicians and emphasized on the importance of not leaning against chair to help prevent suction loss. Asm checked the delta values on the unit, which were z = 0 at 100, 200, 300, and 400 micrometer (um). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that patient was treated on (B)(6) 2015 and had developed trace diffuse lamellar keratitis (dlk) in both eyes (ou) at 1 week post-op visit on (B)(6) 2015. It was reported that the patient was treated with topical steroids, that steroid eye drops increased for the right eye post-operatively. No loss in vision reported. Pre-op and post-op best corrected visual acuity (bcva) was 20/14 in both eyes (ou) one (1) week post-op best corrected visual acuity (bcva) in both eyes (ou) was 20/15.